Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 70 mg/dl. Additionally, it was reported that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.